Event description:
It was reported that the patient never had therapeutic effect. The patient was still having urinary tract infections (utis) since implant, like she was prior to the implant. The physician kept changing the patient¿s programs 2 months post implant, when she told him that the first program was working for her. Interventions and patient outcome were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v741591, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).